Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2126716. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system the needle was difficult to engage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: reported by nurses at the infusion clinic that it was difficult to withdraw the needle core during use of the product; during the puncture process, no abnormalities were found in the previous links, but it was difficult to withdraw the needle core at the end.